Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that the insulin pump act button was not working. The customer blood glucose level was 382 mg/dl. The customer was assisted with troubleshooting. Customer states they were not able to clear the alarm. Customer states the time was working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.